Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with a horizontal crack in the battery threads. In addition to this, the s/n label located between the belt clip rails has rubbed off and become illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had critical pump error open book image. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.